Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced blood glucose (bg) levels over 500mg/dl. Correction boluses were delivered and manual injections were administered to address the bg level. Reportedly, the customer performed troubleshooting on their own and found the occlusion alarms to be within the infusion set tubing. Supply changes were performed to resolve the past occlusion alarms. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. Reportedly, the customer reverted to manual injections.